Manufacturer narrative:
The reported events were inadequate capture and helix mechanism issue. As received, a complete lead was returned in one piece with helix retracted and clogged with dried blood/body fluids. The reported event of helix mechanism issue was confirmed. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported event of helix mechanism issue was due to the helix being clogged with dried blood/body fluids. The reported event of inadequate capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead was exhibiting unacceptable thresholds. It was also noted that the helix would not retract. The physician opted to replace the rv lead, a new lead was successfully implanted. The patient was in stable condition.